Event description:
It was reported the patient was shoveling light snow on (B)(6) 2015 when they felt a ¿buzzing/zapping¿ sensation below the implant site on their right buttock. The patient could feel this when they pushed just below the implant site and also when they were laying down. Reprogramming was done and the symptoms were the same. Electrodes 0 and 1 were less than 50 ohms, but the other impedances were ¿good.¿ no further information was provided. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Implant date is an approximation. (B)(4).